Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered a correction bolus and manual injection to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to monitor bg levels and contact tandem technical support if they do not stabilize. Despite multiple follow-up attempts, no additional information was provided on the reported event.